Event description:
It was reported the camera head had a blurry image. The issue occurred during preparation for use for a therapeutic cystoscopic exploration procedure that was completed using a similar (non-olympus) device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was defective, indicating that the internal charge coupled device may have failed. Therefore, it is likely that normal communication was not possible, leading to the blurring of the images. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.